Event description:
It was reported that farfield oversensing was present on the right ventricular (rv) lead this implantable cardioverter defibrillator (ICD). Atrial activity was detected on the rv channel, causing the rv signal to fall into refractory. A chest x-ray was performed, and noted the shock coil of the rv lead was in close proximity to the atrium. Technical services (ts) was contacted for troubleshooting. Ts recommended reprogramming the sensing, and the potential for a rv lead revision should the reprogramming not resolve the oversensing. This ICD remains in-service. No adverse patient effects were reported. Additional information was requested from the field representative. This investigation will be updated when further information becomes available.

Event description:
It was reported that farfield oversensing was present on this right ventricular (rv) lead. Atrial activity was detected on the rv channel, causing the rv signal to fall into refractory. A chest x-ray was performed, and noted the shock coil of the rv lead was in close proximity to the atrium. Technical services (ts) was contacted for troubleshooting. Ts recommended reprogramming the sensing, and the potential for a rv lead revision should the reprogramming not resolve the oversensing. This rv lead remains in-service. No adverse patient effects were reported. The lead was not returned for analysis; therefore, a technical analysis could not be performed.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed.